Manufacturer narrative:
The purpose of this follow-up report is to provide corrected information from the initial report, and additional information on the device evaluation findings completed after the initial report was filed. (B)(4). The following additional information resulting from the device evaluation conducted by (B)(4), hoya quality assurance, on 9-dec-2015, noted that: the intraocular lens (iol) was not returned. The rod of the injector was bent at the tip. The slider and the screw were advanced partially. The cartridge was cracked at the tip. Trace of lubricant was found inside the injector tip. No abnormalities were found in production and inspection records of the product. The exact root cause was not determined. However, from the investigation, it is believed that this issue is not product related.

Event description:
Doctor stated that the cartridge split as the intraocular lens (iol) was inserted into the patient's eye causing a tear of the patient's capsulorhexis. The lens was noted as fine. The patient was also noted as fine. The lens was not explanted.

Manufacturer narrative:
Regarding section of this report, the device was not explanted. Therefore, device evaluation will consist of a review of the device manufacturing and inspection records. Once the review is completed, a follow-up report will be submitted to FDA. No device return - lens not explanted.

Event description:
Doctor stated that the cartridge split as the intraocular lens (iol) was inserted into the patient's eye causing a tear of the patient's capsulorhexis. The lens was noted as fine. The patient was also noted as fine. The lens was not explanted.